Event description:
During a percutaneous transluminal angioplasty (pta) to the superficial femoral artery the balloon was reported to have ruptured. The vessel was described as having severe calcification, moderate tortuosity and a 100% stenosis. The product was advanced through the sheath introducer and over the guidewire to the lesion, where the balloon was inflated using an in-deflator. However, the balloon ruptured at three atmospheres during the first inflation. It was withdrawn from the pt's body, and another balloon catheter was used to successfully complete the procedure. The product was prepared and clinically used as per the IFU. There was no reported pt injury.

Manufacturer narrative:
Product was not available for evaluation. A DHR review was performed and showed that this lot of products met all requirements per the applicable mqp, including burst test values. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact.